Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the d-evolutfx-2329 system¿s packaging was fractured and, during preparation, saline leaked from the device onto the table several times when filling it with saline solution for valve assembly. A different delivery catheter system (dcs) was used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received that there was a crack in the dcs which caused the saline to leak. Additional information was received that clarified the crack was not in the dcs but was in the plastic packaging of the dcs which is used for system preparation. The crack was not visible but saline solution was leaking which prevented the system from being assembled. For safety reasons, it was not used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the d-evolutfx-2329 system¿s packaging was fractured and, during preparation, saline leaked from the device onto the table several times when filling it with saline solution for valve assembly. A different delivery catheter system (dcs) was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that the d-evolutfx-2329 system¿s packaging was fractured and, during preparation, saline leaked from the device onto the table several times when filling it with saline solution for valve assembly. A different delivery catheter system (dcs) was used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received that there was a crack in the dcs which caused the saline to leak.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.